Event description:
It was reported that the lens was found dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This event occurred with six lenses. This report refers to lens 3 of 6. Ref MDR# 1313525-2015-00521 for lens 1 of 6. Ref MDR# 1313525-2015-00522 for lens 2 of 6. Ref MDR# 1313525-2015-00524 for lens 4 of 6. Ref MDR# 1313525-2015-00525 for lens 5 of 6. Ref MDR# 1313525-2015-00526 for lens 6 of 6.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.